Manufacturer narrative:
The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 12/10/2021, it was reported by a sales representative via sems that a ar-6480 dualwave system spins without making pressure on the joint. It is not working as intended. This occurred during a case, and there was no patient effect reported.